Manufacturer narrative:
Request assembly workers following sop, rightly assemble wheelchair. Responsible person: (B)(4), date:03/10/2015. Training the fqc, make sure every wheelchair was fully inspected. Responsible person: (B)(4), date:03/11/2015.

Event description:
Dealer states that the clip in the back of the seat is not staying on track. Dealer states that it does not look like the crossbraces are bent. Dealer states it came back from rental like that. No patient ID. No replaceable part, would need to come in for inspection to determine if it is a defect.